Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open hysterectomy procedure, the instrument was fired and the activation sequence was completed but the knife blade wouldn¿t retract all the way and the jaws wouldn¿t open all the way. The customer tried closing the jaws to advance the knife blade but the blade wouldn¿t advance. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r93u72. Investigation summary: the device was received with no apparent damage. The device was connected to a generator, however no functional test could be performed since the trigger of the device was stuck. The device was disassembled to inspect internal components and it was found that the cut button was broken. This rendered the device to be non functional. No conclusion can be reached as to what may have caused the reported issues. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.